Event description:
Subsequent to the previously filed medwatch, new information as follows: the 2.75x12 mm promus was placed in the circumflex and the 3.5x24 mm promus stent was deployed in the left anterior descending artery using a crush technique. After which a kissing balloon technique was performed. Thrombus formed at the origin of the circumflex exiting into the left femoral artery. Reopro was administered but there was still slow flow in the apex of the lad. The patient was scheduled to have emergency coronary artery bypass surgery; however, the patients condition declined overnight and a CT scan of the head revealed a 7 cm lobar hemorrhage in the left cerebral hemisphere. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional promus stents referenced are being filed under separate medwatch reports. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported death, hemorrhage, angina, thrombosis, restenosis and myocardial infarctions are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending artery (lad), with a 95% stenosis. Predilatation was performed prior to stenting with a 2.5x28 mm (B)(4) stent. Another 2.5x18 mm promus stent was deployed due to inadequate coverage of the lesion. Post-dilatation was performed with a 0% residual stenosis. The patient was discharged on (B)(6) 2009 on aspirin and clopidogrel. On (B)(6) 2009 the patient experienced chest pain. On (B)(6) 2013, the patient was reported to have experienced an inferior st elevation myocardial infarction. On (B)(6) 2013, 1279 days post-procedure, the patient was rehospitalized and underwent percutaneous coronary intervention (pci) with placement of a 2.25x20 mm non-abbott drug eluting stent to the mid lad. On (B)(6) 2013, the event resolved without residual effects and the patient was discharged. On (B)(6) 2013, 1309 days post index procedure, the patient was rehospitalized and was diagnosed as having experienced a myocardial infarction. The patient underwent coronary intervention with the placement of a 3.5x24 mm drug eluting stent to the proximal lad. The patient also underwent non-target vessel revascularization to the circumflex artery with the placement of a 2.75x24 mm drug eluting stent and a 2.75x12 promus stent, after which a intra aortic balloon pump was placed. The patient developed thrombosis during procedure which did not improve with a re-pro medications. On (B)(6) 2013, the patient died.